Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), a slight resistance was met during protective sheath removal and upon stylet removal, the stent came off the balloon attached to the stylet. The device was set aside and not used. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis. Stent dislodgement was confirmed. Difficulty to remove the protective sheath could not be tested due to the condition of the returned device. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.